Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker and a non-boston scientific right ventricular (rv) lead exhibited a lead safety switch (lss) due to pacing impedance measurements of greater than 2000 ohms. After the lss, noise, oversensing, and pacing inhibition with greater than 2 seconds of asystole were observed. There was also an increase in pacing threshold measurements. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that the patient was brought into their clinic and pocket manipulation and isometric testing were performed, which did not elicit any issues. The device was reprogrammed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Additional information has been requested from the field. If additional information is received, this report will be updated.

Event description:
It was reported that this implantable pacemaker and a non-boston scientific right ventricular (rv) lead exhibited a lead safety switch (lss) due to pacing impedance measurements of greater than 2000 ohms. After the lss, noise, oversensing, and pacing inhibition with greater than 2 seconds of asystole were observed. There was also an increase in pacing threshold measurements. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable pacemaker and a non-boston scientific right ventricular (rv) lead exhibited a lead safety switch (lss) due to pacing impedance measurements of greater than 2000 ohms. After the lss, noise, oversensing, and pacing inhibition with greater than 2 seconds of asystole were observed. There was also an increase in pacing threshold measurements. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that the patient was brought into their clinic and pocket manipulation and isometric testing were performed, which did not elicit any issues. The device was reprogrammed. No adverse patient effects were reported. The device remains in service.